Event description:
Foley inserted in home care pt by home health nurse on 10/21/96. During attempted removal on 11/18/96 it would not deflate. Cut off valve and still would not deflate. Pt went to ER on 11/19/96. A needle was inserted through the perineal area through the bladder to deflate the balloon. Pt was placed on antibiotic therapy. The pt tolerated the procedure well and is doing fine.

Manufacturer narrative:
Two units were returned and evaluated. Physical and functional testing, including inflation, balloon symmetry and burst resistance, and balloon deflation were acceptable. Lot history was unremarkable with regard to the reported problem. Without the actual catheter we are unable to determine the cause of the reported problem.